Manufacturer narrative:
The customer¿s report of a pca infusion discrepancy was not confirmed. No devices or logs were returned for investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pca pump displayed a vtbi of 29.2ml of morphine however when the clinician opened and closed the door to visualize the amount of morphine in the syringe the pump volume displayed 28.8ml. The patient did not push the pca button and the device volume infused remained at 0.0ml. During this process the tubing was clamped. The syringe was visualized at 28.8ml, leaving a 0.4ml discrepancy. Clinician wasted the discrepancy in the pyxis system. There was no report of patient harm.

Event description:
The customer reported that a pca pump displayed a vtbi of 29.2ml of morphine however when the clinician opened and closed the door to visualize the amount of morphine in the syringe the pump volume displayed 28.8ml. The patient did not push the pca button and the device volume infused remained at 0.0ml. During this process the tubing was clamped. The syringe was visualized at 28.8ml, leaving a 0.4ml discrepancy. Clinician wasted the discrepancy in the pyxis system. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a pca infusion discrepancy was not confirmed. No devices or logs were returned for investigation. The root cause of this failure was not identified.